Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said they are still getting too much urine out of the catheter. Patient said they have a spinal cord stimulation device and still have a suprapubic catheter in. Patient wanted to make an adjustment to their therapy. Patient saw a communicator low battery message on the handset. Patient will charge communicator and call back. Patient called back, said that their assistant is with her and would like to connect and make an adjustment as previously mentioned. Patient's assistant was navigating and placed the communicator over however said that app connected but then dropped, it wasn't later until it was determined that the communicator was still plugged in. Once unplugged, app connected right away and they were able to connect to implant. Reviewed therapy information and general programming guidance. Patient decided that would like to increase the setting. With instruction, assistance was able to increase. Patient to monitor symptoms and provide update to managing physician.